Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that a cardiac perforation occurred during the lead implant procedure. The perforation resulted in tamponade and a pericardial effusion. Surgical intervention was required. The lead was subsequently explanted. No further patient complications have been reported as a result of this event.